Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
The customer reported an error code consistent with battery faulty or missing occurred. The customer indicated the alternating current (ac) connected and there is no charging light emitting diode (led). Diagnostics can turn on the charging led. The remote manufacturer's service technician advised the customer that the product is at the end of life and shared a letter and advised the customer replace the battery. The remote manufacturer's service technician advised if the battery does not correct the issue that the user interface would need to be replaced and advised that we no longer have stock of the user interface. The customer is replacing the battery, and if that does not correct the issue they will retire the device. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:15feb2021. B4:04mar2021. H10: additional information was received indicating that the unit had been in warehouse storage when the failure was identified. The customer reported to have decided not to repair the unit and instead it has been destroyed and recycled due to the age of the device and repair cost. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.